Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.

Event description:
It was reported that the patient experienced elevated blood glucose levels and was treated in the hospital via IV of fluids. The patient stated that she needed to adjust the basal rates on her infusion device as the current rates did not suit her needs. No product was requested to be returned for product evaluation.